Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 41 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer reported past adverse event - customer stated she had gone to the hospital because her mouth was tingly, she was sluggish and had trouble responding. Customer did not remember her blood glucose test result when at the hospital. The diagnosis was hypoglycemia and customer was given something to drink. Customer does not remember the date when she had gone to the hospital. During the call on 01/11/2019, a back to back blood test was performed by the customer non-fasting and produced test results of 84 mg/dl and 97 mg/dl using truemetrix meter. The product is stored according to specification in the hallway closet. Test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is 01/08/2019. The meter memory was reviewed for previous test result history: result 1 :41mg/dl date:1/11/19 time: 2:43am fasting; result 2 :120mg/dl date:1/10/19 time: 6:47am fasting; result 3 :46mg/dl date:1/8/19 time: 1:08am fasting; result 4 :141mg/dl date:1/7/19 fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 41 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer reported past adverse event - customer stated she had gone to the hospital because her mouth was tingly, she was sluggish and had trouble responding. Customer did not remember her blood glucose test result when at the hospital. The diagnosis was hypoglycemia and customer was given something to drink. Customer does not remember the date when she had gone to the hospital. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 84 mg/dl and 97 mg/dl using truemetrix meter. The product is stored according to specification in the hallway closet. Test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).